Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 20 mg/dl. The customer was treated for the low blood glucose by paramedics. The customer stated that they had stopped wearing the insulin pump because they were on a liquid diet for a procedure they were going to have. The customer stated that the diet caused the low blood glucose. The customer was not transported to a hospital. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.